Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during flap creation for a lasik procedure incomplete emission occurred that resulted in an incomplete flap. The reporter indicated that the patient moved a little but the flap was incomplete because the laser was emitted while the patient interface was floating a little bit. The procedure was cancelled. Antibacterial agents were applied to the patient's eye and a bandage contact lens was placed for protection. Photo refractive keratectomy will be performed on a later date.

Manufacturer narrative:
The root cause of the reported event can be attributed to patient movement and use error. (B)(4).